Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate. It was tried to interrogate with three different wands, two different programmers and in two different rooms. Magnet placement no cause expected beeping behavior and the patient tried a interrogate from home and was unsuccessful. Device replacement was recommended. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate. It was tried to interrogate with three different wands, two different programmers and in two different rooms. Magnet placement no cause expected beeping behavior and the patient tried a interrogate from home and was unsuccessful. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened, and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the pro.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to interrogate. It was tried to interrogate with three different wands, two different programmers and in two different rooms. Magnet placement no cause expected beeping behavior and the patient tried a interrogate from home and was unsuccessful. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.